Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of cassette not attached properly confirmed through occlusion test/ error logs. Replaced dso and uso sensor. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Cause of the device was uso/dso, uso/dso sensor issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed cassette does not attached properly error message. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customer problem was confirmed through occlusion test. The upstream (uso) and downstream occlusion (uso) sensors were found to be the root cause of the issue. The uso and dso sensors were replaced to fix the issue. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.